Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation, the 5v, 3.3v, 1.8v, -5v, q6, q7, and q8 to short to ground and thermal damage to r684, r689, j1002bb, r45, q9, u15, u16, u17, and u18. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.